Manufacturer narrative:
Device code 2017-imrpoper or incorrect procedure or method the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) states: to minimize the potential of air embolism, ensure proper de-airing when inserting the clip introducer into the guide hemostasis valve. Based on the available information, the reported leak/splash appears to have been a result of user error, as the user paused while inserting the clip, allowing air to enter the clip introducer and hemostasis valve. The reported additional therapy/non-surgical procedure was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is filed under a separate medwatch report number.na

Event description:
This is being filed to report the leak requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was inserted into the steerable guide catheter (sgc) when air bubbles were noted in the hemostatic valve. The clip was pulled back into the clip introducer and aspiration was performed. The physician repeated the process however the same issue occurred therefore the cds was removed. A second cds was advanced however the same issue occurred. It was noted the physician paused while inserting the clip, allowing air to enter the clip introducer and hemostatic valve. Aspiration was performed and the cds was able to be inserted without issue and the clip implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.